Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause of the reported event could not be determined.

Event description:
It was reported when inserting the locking screw, the screw did not fully seat into the plate, and a piece of metal emerged from the screw. The screw was disposed of by the hospital. It was also reported there were no adverse consequences to the patient. This report is related to report number 3025141-2022-00190 for the plate involved in this event.